Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. The field service engineer (fse) replaced the integrated electrosurgical generator unit (iesu) due to the error. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. The iesu generator unit involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the erbe had a c-34 error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information no, the procedure was completed using an external electro surgical unit (covidien). As all the surgeries were completed successfully using the external electro surgical unit, no patients data were provided from the hospital.

Manufacturer narrative:
The erbe generator was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.